Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) alarmed with yellow wrench. The patient explained that they were connected to the mpu while walking to the bathroom. Log files were submitted for review and captured two clusters of power cable disconnects alongside no external power events. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events and emergency backup battery was used.